Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was taken from the clinic to the hospital via ambulance. The right ventricular lead had steadily rising impedance, high impedance, high thresholds and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.